Event description:
This is the second of two reports regarding cusa excel 36khz straight handpiece (same product problem, same user facility, same product serial number, different patients, different incidents). This report is linked to mfg report number 3006697299-2014-00059. The handpiece overheated during surgery. According to the customer, the cusa excel console working in a normal way, the irrigation working fine. When the handpiece was connected to the console, the irrigation was not sufficient and the handpiece heated. The product was in contact with the patient. There was no patient injury or death alleged. The event did not lead to significant increase of surgery time. Additional information has been requested, but to date, no new information has been received.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(4) 2014. The investigation included: methods: evaluation of actual device. Review of device history records. Results: evaluation of complaint related device: the unit was received for evaluation and it was observed that the cable and waterjacket were worn out. The cooling sleeve was not working correctly. Device history (DHR) review was undertaken of works order number (B)(4) and the associated last record to identify any recorded anomalies that could be associated to the issues surrounding the complaint. The manufacturing paperwork was completed correctly following company work instructions. The documentation showed that the device was produced in november 2003. No concessions are listed on the DHR. Conclusion: the root cause was concluded as a result of normal use, age, and product wear.